Event description:
Procedure type: laparoscopic sigmoid. According to the reporter: anastomotic leakage/abscess near the anastomosis was observed by CT-scan seven days post-operatively. The patient was re-operated and the abscess was drained.